Manufacturer narrative:
The initial report indicated an interruption of the case and potential patient injury. Upon further investigation, it was reported that there was no confirmed injury or adverse health consequence to the patient.

Manufacturer narrative:
With the information gathered to date, we are unable to ascertain the nature of the alleged malfunction or the consequence to the patient. The device has not been returned to date and there are no photos, analysis, or other information which would help us detemine whether the device did malfunction, and if so, the cause of malfunction.

Event description:
It was reported that during an esophageal variceal ligation procedure, two banders were attempted unsuccessfully. Due to risk of bleeding, the procedure was discontinued after the second bander.